Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a motor error and insulin pump rejecting the new batteries as well as scratched on display affecting ability to read the screen. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test or verify battery out limit due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window. (B)(4).